Manufacturer narrative:
Concomitant medical products: product ID: 3886, serial#: (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3886, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a patient implanted with a neurostimulator (ins). It was reported that a patient had was implanted over 20 years earlier needed her device removed as she had an upcoming MRI of the head and neck scheduled. But given that the device was turned off and not working and she needed the MRI, a request had been made for removal of the device. Pre and post-operative diagnosis of back pain and indwelling interstim device. Findings indicated that an older stage battery was identified with a two-connections system. The lead was noted to be implanted with a plastic anchor over the sacral bone in the midline. Fluoroscopic imaging revealed the expected four contact points to be visible. Three of the contact points remained in the patient after attempting to remove the lead with it breaking from its plastic sleeves. Dissection was taken down to the sacral bone, and under live fluoroscopic imaging, it was noted that the three contact points resided with the s3 foramen. These were not removed. It was further indicated that the plan will be to have the patient follow up in the office in approximately one week and obtain lateral and ap pelvis films to document the location of the remaining contact points and further discussion with the patient so that she had a full understanding of MRI capability in her case. No further complications were anticipated/reported.